Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the pump¿s audible tone alarm was not functioning. The pump was opened and a failed electrical connection was found in the audible alarm circuit; a cold, cracked solder connection was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.